Event description:
The customer reported that the system displayed an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. The collimator was aligned to optimal operating condition. The system was tested and found to be working as intended and returned to service.